Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the device did not fire or staple. A new cartridge was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with proximate linear cutter reloading unit with safety lockout on while performing a unk procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973756. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number: j42f7v; drivers present in cartridge, all present/all up; gapspace pin condition: good; staples present? Formed/unformed no and swing tab position: locked/unlock locked. Analysis conclusion: based on the info rec'd and the visual examination, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the cartridge, it was noted that all the drivers were in the up position and there were no staples present. With all the drivers in the up position, it appears as if a full stroke was acheived. Therefore, it could not be ascertained as to why the cartridge reportedly did not fire or staple. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.